Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in october 2022. Although a definitive root cause of the defect could not be identified, it was determined that damage of the image sensor unit or stress of repeated use, external factors or handling likely caused breakage of the mounting components (ic chip, capacitor, etc) resulted in the reported event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and an evaluation could not confirm the customer allegation. There were few additional findings. Scratches were found throughout the device. Adhesive on bending section cover had a chip. Due to deformation of bending tube, angulation lever does not move smoothly. Due to damage on forceps elevator lever, bending section could not be fixed firmly. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope displayed an intermittent image with noise. The issue happened during inspection for use for a procedure, when the device was used in combination with otv-s300 videoprocessor. The cleaning, disinfection and sterilization (cds) was performed using v pro sterilization system. There were no reports of patient harm associated with the event. This report captures complaint on the endoeye deflectable videoscope. Patient identifier: (B)(6) captures complaint on videoprocessor (model : otv-s300, model description : visera elite ii video system center, serial no. (B)(4).